Manufacturer narrative:
Product complaint # (B)(4). An empty opened overwrap, an opened folder with a foam park with an un-dispensed needle/suture, and a detached needle were returned for analysis. This product code is double armed. During the visual inspection of the sample, the pre-closed channel needle was as expected; also, the tip and body of the needle were examined under magnification with no defects or needle breakage found. The barrel hole was examined under magnification and remnant of the suture was noted into the barrel hole and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. The suture end is severely cut. In the visual inspection of the other extreme of suture, the pre-closed channel needle was as expected; also, the tip and body of the needle were examined under magnification with no defects, damage or needle breakage were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, an improper handling of sample is suggested as the assignable cause of the suture pull off. Per the sample condition, no needle breakage was found on the sample.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following information was requested, but unavailable: what do you mean by "needle keeps breaking the end of the suture, where the needle meets the suture. And when the surgeon goes to tie the suture, the end rips?" Please explain and clarify the below: did the whole needle separate/detach/pull off from the suture? Did the suture thread break into two pieces at the end almost close to the needle? Did the needle break into two pieces at the swage on the needle body close to the suture thread? It is stated that a total of three suture devices involved, seven samples to return, lot number jlk441 for this event report. Can you please tell if all the three devices reported to have issue with the same procedure and from the same lot reported? The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported a patient underwent an unknown procedure in 2018, and suture was used. The needle keeps breaking the end of the suture, where the needle meets the suture. And when the surgeon goes to tie the suture, the end rips. Case completed with another device of the same product code. There were no patient consequences reported.